Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer stated, that the samples were going around the track several times before being sampled on the accelerator aps analyzers 2, 3 and 4. The customer is receiving sample presentation errors suggesting the gate needs adjusting on analyzer 3. After adjusting the analyzers, the issue was resolved. There is no impact to patient management reported.